Event description:
It was reported that during prophylactic generator replacement a new generator was interrogated while still in the packaging which showed neos - yes after three attempts. It was reported that the generator had been in room temperature environment for at least 24 hours. Another generator was obtained and implanted without issue. The following day the generator was interrogated again and showed neos - yes. A systems diagnostic test was performed which then showed ifi - no and full battery. The generator that was not implanted due to neos - yes warning was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the unopened generator was completed. Results of diagnostic testing indicated that the battery status was at an ifi=yes condition in the product analysis lab. The battery voltage was 2.622 volts as measured during completion of the final electrical test. Bench testing with external instrumentation verified that the module was measuring the battery voltage correctly. Results of testing indicate that the battery voltage is at the bottom end of the specification. The cause of the low battery condition was not determined. Electrical test results showed that the pulse generator performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
This information was inadvertently left off of previous MFR. Report: suspect device UDI: (B)(4).